Event description:
It was reported that the individual¿s caretaker contacted support stating that two cartridges had leaked, impacting supplies but not affecting blood glucose levels. A review of the supply change process was conducted, during which the caretaker confirmed that components had been connected outside of the device. Education was provided on the proper supply change procedure. Replacement cartridges were arranged for shipment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.